Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, difficulty removing/withdrawing, and a loose ro marker band occurred. Vascular access was obtained via a brachial approach. The target lesion was a fistula located in the cephalic vein. An 8.0 x 80, 75cm mustang balloon catheter was selected for use and advanced over a non-bsc guide wire to treat a short stenosis caused by thrombus in the patients' fistula. Upon inflation, the balloon ruptured at 18 atmospheres. In an attempt of removing the balloon, resistance was encountered as the catheter shaft had completely clamped onto the wire. While trying to remove the balloon, the most distal ro marker moved down and settled next to the proximal ro marker. Vascular access was switched to femoral approach and the physician tried to resheath the balloon from the groin but the attempt failed. Subsequently, the non-bsc guide wire uncoiled and with increased exertion of pressure, the more the wire uncoiled. The balloon catheter was eventually removed from the patient but some device fragment was retained in the patient's arm. The patient lost the fistula and will need surgery for a new one. Two days later the remaining wire in the patient's arm was pulled out by an interventionalist. Patient was unstable.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was a section of balloon measuring 4.6cm in length. A complete circumferential tear was present at each end of the balloon and a longitudinal tear was present along the entire section of balloon. Also received was a severely stretched/frayed guidewire. The guidewire had broken in a few locations and some of the broken wire was received trapped inside some broken sections of the balloon catheter. The balloon catheter was received in three sections. The first section comprised of the hub and a section of the shaft. The break was located at 24.1cm distal to the strain relief. Another stretched section of shaft measured 22.5cm. This section had a broken section of guidewire trapped inside. The third section of the balloon catheter shaft measured 45.4cm in length. The distal section of the break, including the tip section of the device, was not returned for analysis. Traces of the proximal balloon material was attached at the proximal balloon bond site. Both markerbands were touching each other. The movement of the markerband is consistent with the fact that the shaft was severely stretched down at the site of the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, difficulty removing/withdrawing, and a loose ro marker band occurred. Vascular access was obtained via a brachial approach. The target lesion was a fistula located in the cephalic vein. An 8.0 x 80, 75cm mustang¿ balloon catheter was selected for use and advanced over a non-bsc guide wire to treat a short stenosis caused by thrombus in the patients' fistula. Upon inflation, the balloon ruptured at 18 atmospheres. In an attempt of removing the balloon, resistance was encountered as the catheter shaft had completely clamped onto the wire. While trying to remove the balloon, the most distal ro marker moved down and settled next to the proximal ro marker. Vascular access was switched to femoral approach and the physician tried to resheath the balloon from the groin but the attempt failed. Subsequently, the non-bsc guide wire uncoiled and with increased exertion of pressure, the more the wire uncoiled. The balloon catheter was eventually removed from the patient but some device fragment was retained in the patient's arm. The patient lost the fistula and will need surgery for a new one. Two days later the remaining wire in the patient's arm was pulled out by an interventionalist. Patient was unstable.